Event description:
The customer reported that an erroneously elevated potassium (k) result on a patient sample was obtained on the dimension exl with lm integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension exl with lm system. The repeat result obtained was lower than the initial result and considered correct. The repeat result was reported to the physician as the correct result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously elevated potassium (k) result on a patient sample was obtained on the dimension exl with lm integrated chemistry system. Quality control (qc) and calibration recovered acceptably on the day of the event. Siemens evaluated the instrument data and the information provided by the customer and observed that air and liquid values of standard a (std a) and std b were within the normal range. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, checked the pump flow rate, integrated multisensor technology (imt) tubing, and associated imt assemblies, which were in good condition. Further, the cse checked all fluidics, and all were within specifications. Then, the cse replaced the sampler head and sample tubing, and ran qc 2 times, which recovered within the acceptable range. Siemens further evaluated the event and concluded that the faulty sampler head and tubing contributed to this event. The instrument is performing according to specifications. No further evaluation is required.